Manufacturer narrative:
The unit was evaluated by a philips field service engineer (fse) at the customer site. The fse isolated the cause of the failure to the leads ECG trunk cable. Replacing this cable resolved the issue.

Event description:
The customer reported v2 signal loss of 12-lead ECG.